Event description:
The reporter stated that an msi-tf injector was found to be turning very tight and the product was not used.

Manufacturer narrative:
An injector lot number search was performed and no similar complaint found.